Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty high voltage cable. System operates as intended.

Event description:
It was reported that the system lost video during a tibial rodding case. No patient injury was reported.